Event description:
It was reported to medtronic neurosurgery that the strata nsc was broken while testing before the surgery.

Manufacturer narrative:
The valve was patent and passed reflux testing. However, it did not meet requirements for leak testing or preimplantation testing as there was a tear in the sheeting on the bottom of the valve. It is unk how or when this damage occurred. The device met specifications for pressure-flow testing. The instructions for use that accompany the product caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture. No impact to the pt was reported.